Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on june 2025 by the arthroscopy titled ¿machine-learning models reliably predict clinical outcomes in medial patellofemoral ligament reconstruction.¿ the study reviewed 218 patients and identified patellar instability resulting in recurrent instability with bioabsorbable interference screws and tenodesis screws in 26 patients during the 2-year follow-up period. Ref: zhan h, kang x, zhang x, et al. Machine-learning models reliably predict clinical outcomes in medial patellofemoral ligament reconstruction. Arthroscopy. Jun 2025;41(6):1896-1908 e2. Doi:10.1016/j.arthro.2024.07.028.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.